Event description:
The pt had been in considerable pain and imaging revealed that the c-module of the device had become disengaged and had migrated out of the disc space. This prompted the surgeon to schedule the device removal. The whole device was explanted on (B)(6) 2014.

Manufacturer narrative:
Dr (B)(6) removed the implant on (B)(6) 2014. This was a 8 mm (height) implant. Then he reassessed the size of the disc space and implanted a 13 mm (height) peek bullet implant from another company.